Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patients mother reported that the patient's blood glucose (bg) levels were over 400 mg/dl throughout the night despite giving the patient insulin and they couldn't keep any food down. The patient was given a shot of insulin and they then applied a new pod. The patient still couldn't keep down any food or water so they took the patient to the emergency room (ER). The pod was worn for 4 to 24 hors on the hip/buttocks. Patient was treated with intravenous therapy with fluids and zofran. Patent was in the ER for about 4 hours.